Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump passed functional testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not working, after the customer fell with her insulin pump. Her blood glucose level was 300 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.